Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an arteriovenous (av) fistula in the upper arm. When a 7 x 40 mm armada was being pressurized to inflate the balloon, fluid leaked from the sidearm and the balloon could not inflate. A new armada was successfully used to complete the procedure. There was no clinically significant delay in the procedure and no patient effects. No additional information was reported.